Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient started going tanning and stated the ¿metal piece¿ in their back got very hot in the tanning bed. The patient wanted to know if it was okay to go tanning, and they called their doctor who directed them to the manufacturer. The patient was advised to discontinue using a tanning bed and to follow up with their healthcare provider to get the device checked. No further complications were reported.